Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs) (b)6), alleging that his onetouch verio iq meter was displaying inaccurate erratic readings. The complaint was classified based on the customer care agent (cca) documentation. The patient alleged that the subject meter started reading erratic on (B)(6) 2022 at an unspecified time. The patient obtained blood glucose readings of ¿56, 301 and 258 mg/dl¿ on the subject meter. The patient indicated that he could not remember the time difference between readings. The patient manages his diabetes with insulin (novorapid three or four times a day and protaphane once per day) and he stated that he increased his insulin intake in response to the high readings on the subject meter. The patient claimed that the same day after the alleged issue occurred, he developed symptoms of ¿hypoglycemia, sickness, weak and sweating¿. The patient stated that he treated himself with grape sugar. The following day at an unspecified time he obtained blood glucose readings of ¿83 and 326 mg/dl¿ on the subject meter. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and the patient was following the correct testing procedure. The cca noted that the patient did take a control solution test however, the patient could not remember the result and did not have any test strips left. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate erratic high results obtained with the subject meter.